Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there have been 6 incidents where the guidewire has not retracted and damaged the catheter when attempting to remove. Catheter removed. Additional information received: event directly involved patients. There has been no patient impact reported. Needle retracted, no needle stick injury. It was reported this occurred with six devices. This report addresses the fifth device.